Event description:
The patient presented to the hospital for a follow-up in 2009. When a magnet was placed over the pulse generator pacing ceased and the patient became syncopal. The magnet was removed and pacing resumed. At about 2 days later, the physician placed a magnet over the device during an electrogram. Pacing stopped, and would not resume when the magnet was removed. The patient became syncopal and the device could not be interrogated. The pulse generator was replaced.

Manufacturer narrative:
The pulse generator could not be interrogated due to memory loss. After reprogramming, the device could be interrogated. The pulse generator was exposed to thermal and mechanical stress and no discrepancy was observed. The memory loss did not recur. The cause of memory loss could not be determined. Loss of pacing could not be reproduced despite extensive testing. Analysis found the device did not respond to magnet application due to a defective reed switch. The defective reed switch did not affect pacing or telemetry performance.